Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance log data shows an abrupt increase for min and max lv.pace= 264 to 16382 ohms peak between (B)(4) 2011 and (B)(4) 2012.

Event description:
It was reported that the patient went into the hospital for a routine device check and it was found that the lead impedance was high. It was also reported that it was not possible to capture at any output and that there was noise noted on the left ventricular tip-to- coil electrogram when the patient was moving and speaking. The patient was checked under fluoroscopy. It was noted that the lead alarm had been turned off earlier. The lead was capped and replaced. No patient complications have been reported as a result of this event.